Event description:
It was reported that the patient experienced tissue damage at the infusion site. No medical or surgical intervention was reported.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. If the product is returned, will reopen this complaint for further investigation. No root cause could be determine since the complaint could not be confirmed since no samples or pictures were received for evaluation. No lot number was provided; therefore, device history record review could not be completed. No product information has been received to date. No information has been received to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.